Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 mg/dl. Reportedly, the customer was unsure of the cause of the elevated bg level. A system check was performed during troubleshooting with tandem technical support and it was indicated that there was no malfunction of the device. The customer administered manual injections and delivered a corrective bolus to stabilize elevated bg level.